Event description:
Customer reportedly received the following results on the mobile system: 30.6 mmol/l (11:55 am), 12.2 mmol/l (12:03 pm), 22 mmol/l (12:07 pm), and 9.6 mmol/l (12:15 pm). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.